Event description:
A nurse reported that during intraocular lens (iol) implant procedure, intraocular lens (iol) blocked in injector and high resistance when moving the plunger. Iol implantation was abandoned and surgery was completed. No patient impact was reported. Additional information has been requested. There are two medical reports associated with same events. This file is 1 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The device with the lens was returned with extra label set. The lens stop and plunger lock were removed. The plunger was oriented correctly upon return. Viscoelastic was observed in the device. The plunger was advanced to the far end of the loading area and has underrode the lens. The leading haptic was extended. The trailing haptic was misfolded under the optic and was extended. The trailing optic edge was broken on the right by the advancing plunger underride. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the reported complaint. A plunger underride was observed in the loading area, resulting in partial lens advancement, a misfolded trailing haptic, and broken optic trailing edge damage. It is unknown if a qualified viscoelastic was used. The IFU (instructions for use) instructs: during device preparation and implantation of company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger override may occur: due to rapid advancement faster than the IFU recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (23 degree celsius per 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Topcoat dye stain testing was conducted with acceptable results. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.